Event description:
It was reported that a user¿s dexcom g7 cgm lost signal with the ilet pump, producing a brief sensor issue alert and leaving the pump on ¿start sensor,¿ after which the user was guided to toggle cgm settings between g7/g6 and re-enter the sensor pairing code to restore connectivity, consistent with intermittent communication failure involving the antenna/electrical-magnetic components. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between devices consistent with intermittent communication failure, with involvement of the antenna component within the electrical and magnetic subsystem. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.